Event description:
At an incident, an automatic external defibrillator malfunctioned and was not able to properly analyze a cardiac arrest pt for "shockable" rhythm. Instead, the unit only kept prompting the user to "push flashing red button" to resume operations. The unit continued repeating the same prompt although the button was pushed numerous times.